Manufacturer narrative:
(B)(4).

Event description:
A 23mm trifecta valve was implanted (B)(6) 2010. In (B)(6) 2015, valve incompetence was suspected secondary to the patient's decreased exercise capacity. Echoes revealed mitral and aortic valve insufficiency, moderate aortic stenosis and limited cuspal mobility secondary to thickening of the cusps. The patient was hospitalized on (B)(6) 2015 due to increasing dyspnea. A valve-in-valve procedure is scheduled for early 2016 to address the aortic valve insufficiency. The mitral valve insufficiency will be treated conservatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device remains implanted. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a chest x-ray noted mild emphysema and scant bilateral pleural fluid. Due to aortic insufficiency and stenosis, a tavi was performed (B)(6) 2016 with a non-sjm tavi valve.